Event description:
During an cervical tdr procedure, after the surgeon cut the keel and was ready to remove the trial and implant the activ c, the surgeon mentioned that the trial was jammed/stuck in the disc space. The surgeon had to twist and turn a bit, and pull out quite hard to free it from the disc space. The trial came out and a blue piece broke off the trial and flew across the room. No surgical delays and no patient injury reported. No additional intervention was required.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a visual inspection of the instrument and its damages. The fracture surface shows no hints of a knit line or similar. The other dome exhibits impacts, most probably caused during surgery. The broke off x-ray marker dome was not available for analysis. Conclusion and root cause: the root cause of the problem is most probable usage related. Rational: the damage was most probably caused by mechanical overload. No CAPA is necessary.